Event description:
Reporter indicated that pt's sleep apnea has worsened since vns implant. Pre-vns implant, the pt complained of being tired upon awakening in 4/2002. In 7/2002, the pt complained of snoring. The hertz parameter was decreased to 25 in 7/2002, 20 in 8/2002. The pt has been seen by a neurologist who specializes in sleep disorders. A bi-pap machine was ordered initially at a pressure of 11/7. It was increased to a current pressure of 15/10. The pt doesn't have a follow up visit scheduled.